Manufacturer narrative:
H3, h6: the device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include storage temperature, and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that the customer had purchased opsite flexifix gentle 5cm retail pack and when using the product, half of the adhesive stuck to the plastic backing when removing before application. He tried another box of the same product and same issue happened. It is unknown how the treatment was completed. A small delay was reported.